Event description:
The customer reported via phone call that the insulin pump alarmed no delivery at least thrice a week. The customer stated that, on the day prior to the call, she went to give herself a bolus and received a no delivery alarm. She reported that ever since she had replaced her insulin pump for a previous motor error alarm, she kept receiving no delivery alarms. The customer did not know the blood glucose reading. She noted that she had had a bent infusion set cannula a while ago but noted that lately this had not been an issue. The customer reported that the alarm was already resolved prior to the call and declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.